Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, the suture kept on breaking during use. In addition, on the past week they had gone through a box of sutures that they could not use.